Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was found during testing that the error code 41786 was showing. There was no patient harm.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported complaint of ec 41786 was confirmed through visual and functional pvt (performance verification testing). Upon turning on device there is error code 41786 displayed. This is related to the internal coin battery needing to be charged. Device passed all tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.